Event description:
Customer reported observing low reagent in well a9 when performing ortho hbc elisa using ortho summit. No error message was generated by the instrument. An fse was dispatched and fse was unable to duplicate the occurrence. When fse performed diagnostic eval on the plunger clamp, position 9 failed. Plunger clamp and spring in position 9 were replaced. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.